Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms or rewind anomaly noted. However, unable to prime unit during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump properly connected to glucose sensor simulator. The insulin pump received with minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and was stuck on the rewind screen. The blood glucose reading was not known. The drive support cap was normal and recessed. The insulin pump was not exposed to a strong magnetic field and the customer was able to complete the rewind. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.